Event description:
Laparoscopic vaginal morcellated hysterectomy to remove fibroids on (B)(6) 2012 by (B)(6). Removed 19 cm fibroid by morcellation. I believe the morcellated fibroid seeded cancer cells to my peritoneum because 5 retroperitoneal tumors were discovered by MRI/CT scan on (B)(6) 2012. The 5 tumors were verified leiomyosarcoma by biopsy on (B)(6) 2012 at (B)(6).